Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump is not working. The customer is not administering any insulin . Customer stated that she has not using the pump since (B)(6) 2015. The customer did not have the device with her and unable to troubleshoot. Customer's blood glucose was unknown mg/dl. The customer stated that she was calling to get a new insulin pump. The customer was advised to call the helpline so the device could go through the troubleshooting.